Event description:
During the procedure, the tip of the catheter was noted to be fractured. The catheter was exchanged in order to resolve the issue and there were no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture was noted in the catheter tip 0.6¿ proximal to the distal tip.